Event description:
A software error was reported in the customer's insulin pump, leading to a malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections as a backup therapy. Technical support decided to replace the pump and provided instructions for returning the faulty device, which the customer understood and acknowledged.